Event description:
The customer contacted physio-control to report that a hard-paddle assembly, which was used with one of their devices, had a bent pin in the connector. This bent pin would not allow the hard-paddles to be plugged into the therapy connector on their device; therefore, the paddles could not be used to provide defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was examined by the biomed at the facility who verified the reported failure. He observed that a pin on the hard-paddle connector was bent. He then replaced the hard-paddle assembly and after observing proper device operation through functional and performance testing the unit was returned to the end user for use. Neither the device, nor the hard-paddles, were returned to physio-control for evaluation.